Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles, linear opening. A leak test was performed and found four openings. A microscopic analysis identified four curved striated opening on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Besides, observed voids on valve side out specification(2mm) per (B)(4) (texture side) code vv and are assessed as workmanship. Based on the device analysis the final assessment is: four curved striated openings assessed as surgical damage. The fold/creases condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was received out of its primary packaging.

Event description:
Additionally, healthcare professional reported right side "any creases". The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/20/2015 and 01/21/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/ or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Patient reported experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast." Side unspecified, this record is for the right side. No indication of treatment or surgical reoperation. Device remains implanted. Patient reported a right side capsular contracture, healthcare professional confirmed a baker grade "iii-IV." Health care professional reported a right side "possible leak."

Manufacturer narrative:
Further investigation results: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. A total of (B)(4) units were certified to had been assembled and inspected by bentec medical on march 01, 2008. Sampling test inspection was not required because the supplier lot 805005 was certified. (B)(4) units were released on march 09, 2008. Material test record for supplier lot number 802316. A total of (B)(4) units were certified to had been assembled and inspected by bentec medical on february 27, 2008. Sampling test inspection was not required because the supplier lot 802316 was certified. (B)(4) units were released on march 09, 2008. In addition, the diaphragm valve of lot # 1609613 was reviewed and all parameters during the mixing process met the specifications, and the results of quality tests performed were in conformance. All parameters (temperature-time-pressure) during valve vulcanization process met the specifications. There were no deviations or non-conformances associated with event of void in valve for saline breast implants. In addition, no deviations associated with units manufactured were found.

Event description:
Patient reported experiencing "unusual pain, tingling, swelling, numbness, or burning of the breast." Side unspecified, this record is for the right side. No indication of treatment or surgical reoperation. Device remains implanted. Patient reported a right side capsular contracture, healthcare professional confirmed a baker grade "iii-IV." Health care professional reported a right side "possible leak" and "any creases". The device has been explanted.